Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 50 mg/dl. Customer feel ok to troubleshoot. Drive support was normal. Customer blood glucose reading at the time of incident was 50 mg/dl. Current blood glucose reading is 251 mg/dl. Customer low blood glucose reading was treated with food. Customer states the most recent set change was: (B)(6) 2018. The insulin pump did over- delivery. Customer was advised to call their healthcare provider. The product was not returned.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. Pump passed delivery accuracy test. No excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No over delivery bolus anomaly noted.